Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source had error code b30. The issue occurred during a diagnostic gastrointestinal endoscopy procedure. There were no reports of patient harm.

Event description:
The issue occurred at the end of the procedure. There was a 20 minute delay, while trying to find alternate scopes. However, the intended procedure was completed with the same device.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 3 years, since the subject device was manufactured. The device was returned to olympus for inspection. And the customer's complaint was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely, that error b30 occurred, due to a faulty scope socket. There was a 20-minute delay, due to trying alternate scopes, but the physician was still able to complete the case using the same device with no impact to the patient. Olympus will continue to monitor field performance for this device.